Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3 and 4 had failed and would not open. The field service engineer (fse) opened the back panel to inspect the drawers and found that several light-emitting diode (led) indicators on the controller board were not illuminated. The controller board was replaced, and the drawers were reconfigured within the application to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer 4 was not open.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.